Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, mainly organic silicone was detected. For the origin of the material, it could be derived from medical agent such as antifoam agent. However, it is like that the event reported as "foreign material in nozzle" was caused by a insufficient cleaning such that precleaning was not performed immediately after the procedure and inadequate feeding of fluid to the air/ water nozzle. The event can be detected/prevented by following the instructions for use which state: we confirmed that the operation manual describes how to inspect for the suggested events in gif-h290t ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system.¿ olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, there was foreign matter in the nozzle of the videoscope. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.